Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, diagnostic imaging revealed right atrial lead (ra) lead dislodgement. The device was reprogrammed and an ablation procedure was performed to resolve the event due to the patient's condition. The patient experienced no adverse consequences.